Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intra ocular lens implantation, the ophthalmic cutting knife was found to be dull. The procedure detail and patient impact have not been provided. Additional information requested, none received at this time of report.